Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the ins not working and problem with pain had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the cause of the ins not working, "dead" lead, and problem with pain was the "charter for stimulator had fried wire." No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was having a problem with pain. Patient services asked the patient to clarify, and the patient reported that it seemed like the implantable neurostimulator (ins) was not working and he was having a hard time getting the ins to charge. The caller stated when he was having trouble with the ins, a rep put the "tester' on his back and told the patient "one of the leads in his back was dead." The patient reported the lead was replaced. The patient then stated he was having trouble with his other leg, so they put another lead in his leg and now he has three leads. The patient's spouse reported the new lead was put in the patient's back. Patient services asked patient if by "trouble with his other leg" he meant he was experiencing pain in his other leg and the patient confirmed this. The rep confirmed the patient had a lead revision on (B)(6) 2017. The rep had seen him since then, and the device was charging well at the time. The rep stated that the patient confused symbols on the programmer and the patient was able to charge successfully. The rep was not aware of a "dead lead", only that there was a lead revision. The rep stated the doctor was going to refer the patient for a surgical consult due to the progression of his underlying spine disease. No further complications were reported/anticipated.